Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The mid to distal rca (right coronary artery) was very tortuous and with pre dilation with a competitor's 1.25x15mm balloon catheter and a maverick 2.0x20mm balloon catheter, the taxus liberte 2.25x28mm drug eluting stent was unable to cross the lesion. The physician attempted to cross the lesion with a competitor's 2.25x14mm bare metal stent without success. The procedure was completed with balloon angioplasty alone. No pt injuries or complications were reported. The pt's condition was reported as "stable." When the returned product was analyzed stent damage was noted.

Manufacturer narrative:
Review of the mfg documentation with this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis and visual examination of the returned device revealed severe stent damage. The stent struts on the entire length of the stent were misaligned and flattened. This type of damage is consistent with the device encountering some form of restriction during the procedure. The stent had moved distally on the balloon towards the tip. A kink was found on the shaft polymer extrusion and was measured at approximately 4.5cm distal from the port area of the device. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause of the complaint is operational context.